Manufacturer narrative:
It was reported that following insertion the patient experienced erosion. It was reported that patient underwent cystoscopy/cmg on (B)(6) 2014 due to being unable to void, removal of eroded mesh and sling revision on (B)(6) 2014 due to erosion, cystoscopy and coaptite injection on (B)(6) 2014 due to sui, coaptite injection on (B)(6) 2014 due to sui and interstim implant on (B)(6) 2015 and (B)(6) 2015 due to sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia and other.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.